Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign objects that were found to be clogging the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of standard value; and the adhesive on the bending section cover had a chip. Scratches were also found on the following device components: the control unit, the grip, the universal cord, the suction connector, the right/left knob, the up/down knob, the lock engagement lever, the switch box, the scope cover, the scope connector cover unit, the protector of the universal cord on the suction connector side, and the plastic distal end cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the brush channel was clogged while using the evis lucera elite gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was not cleaned, disinfected, or sterilized before it was sent in for repair. According to the customer, it is known when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. There is no possibility that the endoscope was used for the procedure with the foreign material attached to it. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was due to reprocessing deviation from the instruction manual. The material could not be identified. Olympus will continue to monitor field performance for this device.